Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The auxiliary common gas outlet switch was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit would not switch out of auxiliary common gas outlet mode. There was no report of patient involvement.